Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation, instead the device was evaluated onsite by a zoll representative. The customer's report was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The device was placed back in service at the customer site. Analysis for reports of this type has not identified an increase in trend.